Manufacturer narrative:
Device component code relates to device problem code for the investigation result of side car - rx pushback. Visual analysis of the returned device found the basket closed and the tip of the basket was intact. The side car-rx was torn and presented pushback out of specification. The side car length and working length were measured and found to be within specification. Functional evaluation found the basket would open and close without issue inside and outside the endoscope. The evaluation concluded that during the procedure excessive manipulation of the device and interaction with the scope or other devices most likely contributed to the side car-rx pushback. Therefore, the most probable root cause is "operational context", since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid¿x basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during procedure, the side car-rx (guidewire port) was found large. The procedure was completed with another trapezoid¿x basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". This event has been deemed a reportable event based on the investigation results; side car-rx (guidewire port) pushback.